Event description:
Treatment of an ica aneurysm. It was reported that it was difficult to release the pipeline from the capture coil during deployment and the middle section of the pipeline was kinked. After manipulations, the pipeline moved proximal and was implanted in the patient. No patient injury reported. Same event as MDR# 2029214-2012-00447.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).